Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic colonoscopy, the ligating device endoloop did not come off after placement and required cutting the handle off using an endocutter. The procedure was completed with a backup device. No patient injury or harm was reported.

Manufacturer narrative:
Updated fields: h2, h4, h6, h11 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.